Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons were intermittently unresponsive. The keypad was reportedly intact with the symbols worn off and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth when changing sets. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2019 with the following findings: the keypad was found to be intact, no peeling observed. During investigation, the pump was powered on and the display was blank with audible tone and vibration. The pump cover was opened and the display flex was found to be damaged. The keypad cover was removed and contamination was found under all the key contacts. The original complaint of keypad response issue was unable to be investigated due to blank display. A test display screen was installed and observed to be functioning properly. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.